Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing revealed that the a/c icon did not illuminate when the pump was plugged in. The cause of the condition was determined to be a blown main fuse. To correct the condition, the main fuse was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the a/c icon of a flogard infusion pump did not turn on when the pump was plugged in. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.